Event description:
It was reported that the surgeon noticed that two reverse trial inserts (5901-ic-3604 and 5901-is-3604) were damaged and were falling apart in the wound. The damaged humeral insert items created debris, but all the debris was retrieved from the surgical site before closure was performed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition unknown.